Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient expired. No known cause was reported or device issues. Additional information could not be obtained. There is no allegation from a health care professional that the death was device r elated.